Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue with the downstream sensor was reproduced during the device evaluation as a constant false downstream occlusion alarm. The device was determined to not meet all product specifications related to the reported event. The issue with the downstream sensor was verified as constant false downstream occlusion alarms. The event history log review was completed and it noted the presence of this alarm in the log. The cause was determined to be an out of specification downstream tubing guide depth which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unknown issue with the downstream sensor in the biomedical service area. There was no patient involvement associated with this event. No additional information is available.